Event description:
It was reported that (1) mcs20 was used during a whipple procedure. It was reported by the rep that after a few firings, the surgeon clips would not advance. The case was finished with a single clip applier. There was no consequence to pt.